Event description:
A customer in greece notified biomérieux of a false negative vidas® cmv igm result in association with a patient sample when tested with vidas cmv igm 30 tests (ref. 30205, lot 1007114300). The sample was tested during the fifth month of pregnancy, and the test obtained a result of 0.29 (negative). The sample was also tested using alternate methods, abbott architect® and roche cmv igm, as well as an unspecified lot vidas® cmv igg tests. All vidas® igg and alternate methods yielded a positive cmv result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
This report was initially submitted following a customer notification of a false negative vidas® cmv igm result in association with a patient sample when tested with vidas cmv igm 30 tests (ref. 30205, lot 1007114300). The sample was tested during the fifth month of pregnancy, and the test obtained a result of 0.29 (negative). All alternative testing methods (abbott architect®, roche cmv igm, vidas igg) yielded a positive cmv result. An internal investigation was performed which included testing of the patient's sample submitted by the customer, as well as complaint trend analysis, a review of quality control records, and a review of internal samples control charts. Investigation results: complaint trending analysis: since 01-nov-2019, biomérieux has not recorded any other complaint for bad correlation on the impacted lot and one other complaint for a sensitivity issue on vidas cmv igm batch 1007114300 / 191220-1 linked to a seroconversion panel for which the investigation is still in process. Currently, there is no CAPA or non-conformity linked to the customer's issue. Quality control records: the review found no anomaly during the manufacturing, control and packaging processes for lot 1007114300 / 191220-1. Study of internal samples control charts. This analysis was carried out: on five internal samples from the activity panel (two negative samples, one equivocal and two positive ones with indexes close to the cut-off). For seven lots of vidas cmv igm between lot 191112-0 and lot 200515-0 including customer's lot: 191220-1. All results are within specifications; customer's lot is in the trend of the other lots. Tests performed internally. On internal samples: five internal samples from the activity panel (two negative ones, one equivocal, two positive samples with indexes close to the cut-off) were tested on the customer's impacted vidas cmv igm batch. The results obtained for these five internal samples are in accordance with their specifications and similar to those obtained before the batch release. During a previous investigation, the sample cm56 (characterized as seroconversion sample) was tested on vidas cmv igm batch 1007114300 / 191220-1. Its result was within its specification and similar to the one observed before the batch release. The investigation did not observe any drift over time of vidas cmv igm activity on the impacted batch. On the patient's sample sent by the customer: the return sample (B)(6) was tested on vidas pc on retained kits of vidas cmv igm lot 1007114300 / 191220-1 and lot 1007254240 / 200218-0. The negative results observed by the customer were reproduced with respectively 0.25 tv (batch 1007114300 / 191220-1) and 0.29 tv (batch 1007254240 / 200218-0). Additional testing: a cmv avidity test carried out on the remaining patient sample revealed a strong avidity. Due to this investigation finding, one hypothesis is that this is an old infection with residual igm not detected by the vidas cmv igm method. Conclusion: the negative results observed by the customer were reproduced. The results obtained on six internal samples, including a sample characterized "seroconversion," are in accordance with the expected specifications and similar to those obtained before the batches release. According to the high cmv avidity index observed on the patient's sample, this presents as an old infection with residual igm not detected by the vidas cmv igm method. Furthermore, the sensitivity mentioned in vidas cmv igm package insert is 90.24%. Consequently, there is no reconsideration of the performance of vidas cmv igm lot 1007114300 / 191220-1.